Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed corner discoloration of the ilet and the charger failed to charge the device, leading to low remaining battery and inability to recharge on a phone charging pad; a replacement ilet was arranged and the user was instructed on shutdown and to use mdi if the battery depleted. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy beyond the charging issue, with continuity supported by cgm use and backup mdi instructions. Investigation included customer interview, verification of shipping information, and troubleshooting guidance for device shutdown and data sync. Investigation of this case revealed a charging malfunction associated with the external power/charging component, with cosmetic discoloration noted on the device housing; functional data were not transferred to the replacement device by design. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the charging system.